Event description:
Additional information received reported this was a trial patient. No malfunctions were noted, "it just did not work for the patient."

Event description:
It was reported that 'advanced evaluation' did not yield benefit to the patient. The reporter indicated that the patient experienced less than 50% therapy relief. The 'advanced evaluation' lead was consequently explanted. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3093-28, lot# va03rcg, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).